Event description:
A female underwent initial aaa repair in 2003. One main body and two iliac leg grafts were placed. The pt had followed up per protocol. In 2006, there was sac enlargement, but no type I endoleak was shown on the CT scan. The pt was then taken to or. The physician thought there was a type ii endoleak and noted retrograde filling from the right hypo, so he placed another manufacturer's leg extension graft into the right external. Also during the 2006 procedure, he noted a proximal leak, so he placed a main body extension graft (1820334-2008-00564).

Manufacturer narrative:
Event eval: still under investigation.